Manufacturer narrative:
Additional information: section b-5 describe event or problem: additional information was received reporting glare intolerance od from (B)(6) 2022. Daily activities are affected. Vision pre-operative: 20/20. There was no incision enlargement, no suture(s), no vitrectomy, no delay in procedure, and no medication was prescribed, and directions for use were followed. However medical attention was reported. No further information is available. The following sections have been updated accordingly: section b-3 date of event: (B)(6) 2022. Section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 20-jan-2023. Section h-6 health effect - impact code: 4644 medial intervention. Device evaluation: visual inspection under magnification revealed the lens was received cut in pieces with a detached haptic, and no other lens defects before and after cleaning the lens. No defects that could contribute to visual issues were observed. Complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dfw150 14.5 diopter intraocular lens (iol) was explanted from the patient's ocular dexter (right eye) in a secondary surgical procedure as the patient was unhappy with vision due to glares. The dfw150 iol was replaced with a model dcb00 14.5 diopter iol. There was no patient injury, and no medical or surgical intervention. Patient reported as doing well post lens exchange. No further information is available.

Manufacturer narrative:
Additional information: patient information: unknown as information was not provided. Date of event: unknown as information was not provided, the best estimate date is between (B)(6) 2022. (B)(4). Device evaluation: product evaluation was not performed because the product was not received. Manufacturing record review: the manufacturing records review for this product order (po) shows that the units were released within specification. No non-conformance (nc) or exception report (ER) was found as part of the manufacturing records review. A search of complaints related to this production order was performed on december 16, 2022. The search revealed that no other complaints were received for this po. Conclusion: based on the investigation results, no non-conformity report, documentation or labeling changes, or escalations are required. The complaint issue reported could not be confirmed and no product deficiency could be identified. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.